Event description:
It was reported that the customer experienced keypad issues on the insulin pump. The customer's husband stated the buttons on the insulin pump were not allowing the customer to enter in a bolus. The customer explained that, when pressing the up and down buttons, the screen blinked, but the numbers would not change. The customer's blood glucose was 173 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the keypad issues. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened up arrow button dome switch. The insulin pump was also received with a cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.